Event description:
Reporting status: serious injury-medical intervention; disability; life threatening. Reporting rationale: perforation requiring medical intervention. Device issue: difficult to deploy stent. It was reported that the target lesion was the proximal lad which had no tortuosity, mild calcification, and 90% stenosis. After pre-dilating with another company's 3.0 x 15 dilatation catheter, a vision 4.0 x 23 was implanted in the left main artery. A vision 3.5 x 15 was implanted in the lad (distal side). As malopposition of the vision 3.5 x 15 was confirmed, so the 4.0 x 23 sds balloon was delivered and inflated to 16 atm inside the 3.5 x 15 vision stent. When it was inflated, a perforation occurred at the stent edge. Pericardiocentesis was performed and the pt was put on pcps (percutaneous cardiopulmonary support-the artificial heart lung apparatus) and an intra-aortic balloon pump (iabp). The pt was transported to the ICU. Hemostasis was performed by heparin neutralization by protamine and balloon inflation. However, as the pt's blood pressure went up to 180, pci was performed again. A graftmaster stent was implanted and the procedure was completed. A brain disorder was confirmed after the procedure and hyperthermia was performed at this point. A cardiac arrest might have also occurred. No add'l event or pt info is available.